Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that resistance was felt when the marathon catheter was attempted to be retrieved. The marathon catheter eventually broke at the distal section, as it was stuck in the onyx. The catheter distal section was left in the superior cerebellar artery (sca). The patient did not have neurological deterioration post the intervention. Embolize the sca with onyx18 (about 10 minutes) and the marathon was pulled to retrieve. The intermediate catheter fubuki 4.2 was raised and support was provided, but it was unable to retrieve it. The device was broken during pulling. The injection was interrupted for basic 30 seconds unit. Max120 seconds. There was a backflow that was about 1cm. The devices were prepared and used per the instructions for use (IFU). The arteriovenous malformation (avm) was in the superior cerebellar artery (sca). The vessel anatomy was moderate in tortuosity.

Manufacturer narrative:
D10: device available for evaluation: additional information; g4: date MFR rec: additional information; h2: type of follow up - device evaluation; h3: device evaluated by manufacturer: additional information; h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the distal marker band/tip was found separated/missing from the marathon. The marathon catheter total length was measured, the useable length and distal floppy segment length were not found within specifications. The marathon micro catheter appears to have been stretched (elongated) for at least ~1.0cm. Onyx residue was found with the marathon hub. No damages were found with the marathon hub. No bends or kinks were found with the marathon catheter body. The marathon inner liner appears to be intact. It is likely the distal marker band/tip remains within the patient. The tubing material at the broken end exhibited with plastic deformation (jagged edges and stretching). No other anomalies were observed. Based on the device analysis and reported information, the tubing material at the broken end exhibited with plastic deformation (jagged edges and stretching) which indicates that the marker band dislodged as the tensile strength of the tubing material was exceeded. It is likely excessive force was used causing the tip to separate and the marathon micro catheter was pulled beyond the 20cm limit noted in the IFU (instructions for use). Difficult catheter removal/entrapment may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, onyx reflux, or prolonged injection time. Per the marathon IFU (instructions for use): precautions ¿ ¿if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation.¿ per the onyx les IFU: warnings ¿ ¿do not allow more than 1 cm of the onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx les reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long-term effects of an entrapped catheter that is left in a patient are unknown, but potentially could include clot formation, infection, or catheter migration.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.